Event description:
As reported: "the adjusting device could not be attached to the distal targeting arm when inserting the distal screw with the distal device. The procedure was performed using a freehand technique." Additionally, it was reported; the procedure was extended however the length of the extension is unknown and there was additional exposure to radiation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the adjusting device could not be attached to the distal targeting arm when inserting the distal screw with the distal device. The procedure was performed using a freehand technique." Additionally, it was reported; the procedure was extended however the length of the extension is unknown and there was additional exposure to radiation.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the center bolt has marks of abrasion indicating intensive usage. An imprint of the locking pin which locks the bolt with the frame can be seen suggesting that the pin has loosened. Overall, there are no major damages visible on the device. A functional test was performed by assembling the returned adjusting device with a sample distal targeting arm. It was observed that the adjusting device could not be attached to the distal targeting device. The center bolt was loose as opposed to being fixed in one place. Consequently, the hook at the distal end could not properly lock and clamp with the targeting arm. Hence the alleged issue could be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The above investigation reveals the issue to be potential manufacturing issue. An nc has been raised to address and investigate the issue further. The record will be updated once more information is received. If any further information is provided, the complaint report will be updated.